Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned in liquid in a lens case/vial with clear surgical residue/debris on the product. Visual inspection found the haptic broken and bent. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -6.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(4) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The diopter of the initial lens implanted on (B)(6) 2017 is corrected from -6.0 diopter to -13.5/3.0/085 diopter in the initial MDR. (B)(4).